Event description:
During the procedure the physician used a wilson-cook huibregtse needle knife papillotome to perform a sphincteromy. During the procedure the reporter indicated the needle disintegrated. No info on pt's condition was included in the report.